Manufacturer narrative:
UDI= (B)(4). Event date: 2014. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having discomfort at the stimulator insertion site after the device was implanted for some time. It was also reported that the site hurts the muscle area and the patient felt burning, tearing and pain when sitting and it was like pulling inside the buttock muscles. The patient underwent an explant procedure.